Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of wire broken. Block h11: investigation results the returned endovive safety peg kit pull method was analyzed, and a visual inspection found the wire kinked and with one of the wires broken. No other problems with the device were noted. Investigation of the returned device revealed that the wire kinked and with one of the wires broken. The problem found is likely to have occurred due to the technique used by the physician at the time of setting up the device that made the wire broke and got kinked depending on how it was manipulated. The device problem could have happened if excessive force was used during the device preparation. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure. The exact procedure date was unknown. During the procedure, when the loop wire that was attached to the device used, it was reported that it could not be removed from the sheath. The procedure was completed with the original device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation result: one of the wires was broken. Please refer to block h11 for full investigation details.